Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022 , the patient faced a bent cannula three or more hours after insertion. The site location was patient's thigh. Again, the patient noticed a bent cannula after she received occlusion alarm, due to which she experienced high blood glucose level which they tried to treat with a bolus via pump. Therefore, on (B)(6) 2022 , the patient was physically admitted to the emergency room (for few minutes) but was technically hospitalized in the intensive care unit. The patient's highest blood glucose level was 1000 mg/dl. Moreover, the infusion had been used for ten hours and the site location was patient's abdomen. Reportedly, the patient was battling with breast cancer due to which she had lost lot of her weight. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022 , the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.